Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. No adverse event was reported. The infusion set was requested to be returned for product evaluation.